Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.010.523, lot 8718714: manufacturing site: bettlach. Release to warehouse date: february 17, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the tip had broken off at the first thread form. The relevant dimensions were measured and found to be conforming. The relevant drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the tip has broken off at the first thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. Relevant actions have been taken to address the issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, one piece of the driving cap/threaded broke off into the insertion handle. The broken fragments were removed easily without any medical intervention. There was no surgical delay reported. The procedure was successfully completed. The patient was stable after the procedure. Concomitant devices reported: radiolucent insertion handle frn (part #: 03.033.001, lot #: l849561, quantity #: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).